Event description:
It was reported at preparation for use, the device elevator wire was broken. According to the report, field service engineer (fse) visited the site and found the elevator wire broken , angulation play observed and wrinkles on the scope noted. No patient involvement. No harm reported. No user injury reported. Device return evaluation found the light guide lens has dirt inside, foreign material found on forceps elevator. This report is being submitted for light guide lens has dirt inside, foreign material found on forceps elevator (insufficient cleaning (handling issue).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: k-wire is completely cut off. Due to cut on k-wire, forceps raising angle does not meet the standard value. Low angulation observed. Connecting tube wrinkled. The reported issue of "elevator wire broken , angulation play observed and wrinkles on the scope " was confirmed. Furthermore inspection found the light guide (lg) lens has dirt inside, lg bundle breakage more than standard. Forceps elevator has foreign material . Dirt around forceps elevator observed (handling, insufficient cleaning issue). Furthermore, the following defects were identified during inspection : image guide protector has a cut, scope cover has a cut, discoloration observed. S-cylinder shaved. Switches noted with scratches. Scratch noted on universal cord, control section side, scope connector, grip. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on a-rubber (bending section) is detached. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not specify the root causes for the reported events. It is likely that light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading lg-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU) which state: -if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. -all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on follow up response and to inform correction to g3 of the initial medwatch. The aware date should be 09-nov-2022 and not 13-nov-2022. Communication with customer via service business center (sbc) india informed that the issue was found during reprocessing and not during procedure, (preparation for use) in the initial MDR report. Information conveyed noted" this issue was found during reprocessing and no procedure was planned and patient was not there, and therefore the information requested regarding event is not available". Investigation is ongoing. This report will be supplemented accordingly following investigation.